Event description:
Patient lightheaded and emergency medical technicians said pulse was in the 30s no ventricular capture on one beat on the current egm and two beats on the magnet strip. Device indicates a lead warning, but no detail on report, possibly the atrial lead which is not used since it is vvir programmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).